Event description:
It was reported that there was a possible stock mix-up of a pfna, proximal femur nail antirotation, nail. Patient was undergoing a pfna implantation. The blade was inserted and locked via the aiming arm without any problems. Distal locking via the aiming arm, however, was impossible. The aiming arm was retightened and the calibration for the distal lock was checked after surgery. No error was established. The surgeon therefore felt compelled to finish locking by hand, which went without a hitch. To check the outcome he placed a second pfna beneath the image converter, which led to the discovery that the implanted nail was considerably longer. This hospital only uses pfnas with a length of 240 mm. Nails with a different length have never been ordered. The patient is unaware of all this and there are no problems. The customer has requested an investigation. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The customer complaint is incomprehensible and indeterminate from a manufacturing perspective. Three identification tests were carried out and a batch mix-up can be ruled out. According to the customer, the nail that was 240mm in length was too long. For the steel nails, the next length after the 240 is the 300, which in the case of a mix-up, would be noticed, at the very latest, when being packed into the cardboard box. In the case of a mix-up the labels would not match up the with the batch mark on the nail. It is concluded that no nails were packed from that batch that would have allowed for a mix-up to have occurred. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Conclusion: the customer complaint is incomprehensible and indeterminate from a manufacturing perspective. As the device was not returned for inspection, the investigation could not be fully completed as no product was received. However, it is concluded that no nails were packed from that batch that would have allowed for a mix-up to have occurred.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The patient identifier is (B)(6).